Event description:
It was reported that during a procedure to treat a 99% stenosed, non-calcified lesion in the mildly tortuous right coronary artery (rca), pre-dilatation was performed. A 3.5x 28mm xience prime stent delivery system (sds) was advanced but could not cross the target lesion due to the anatomy. Force was applied and the proximal shaft separated outside of the anatomy due to the patient being uncooperative/restless. The distal separated portion was simply withdrawn from patient anatomy without issues. An additional guide wire was placed across the lesion for more support and another same size xience prime stent was advanced and deployed successfully to treat the target lesion. There was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent to the initial report, additional reported information indicates that the 3.5x28 mm rx xience prime stent delivery system could not cross the lesion due to the patient anatomy and there was no force applied against resistance. Additionally, there was no proximal shaft separation as previously reported. No additional information was provided.